Event description:
In 2007, the dentist used two units of putty on one of his patients. One month later, he sent this patient over to his periodontist for an implant and tooth grafting with the putty. The periodontist states that there was "no bone integration" and he had to remove the dbx. As of 2008, the periodontist states that the patient is "doing well".